Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was in emergency room due to sensor needle stick. The customer blood glucose level was 277 mg/dl at the time of incident. Customer reported that the sensor needle did no retract and bleeding occurred on customer's abdomen. Customer was not reporting that the sensor or introducer needle fractured while in the body. The sensor will not be returned for analysis.